Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This is from literature source. It is reported that an (B)(6) previously healthy woman with history of recurrent episodes of presyncope and syncope suffered a type a aortic dissection resulting from ablation catheter manipulation during retrograde mapping of idiopathic vt. It was also reported that during mapping stage, the contact force sensor on the catheter tip malfunctioned, resulting in erroneous measurements. The faulty ablation catheter was withdrawn and exchanged for a new catheter. During advancement of the new ablation catheter around the aortic arch, the patient complained of moderate, unremitting chest pain with radiation to the back. At this point, the patient had not received any therapy in the procedure and was adequately anticoagulated. Title: ¿iatrogenic type a aortic dissection during idiopathic ventricular tachycardia ablation¿ suspect device is a 3.5-mm-tip ablation catheter, however catalog and lot number is unknown. Multiple attempts have been made to obtain clarification on which catheter was the causative device for aortic dissection, however, no further information has been made available. As such, bwi report this event under both ablation catheters.

Manufacturer narrative:
Additional information was received. Patient was (B)(6) female (B)(6). Catalog number of both catheters were d132705. The author commented that bwi device cited in the article led to the reported patient consequences and the causality of adverse event was procedure ¿ related. The event resulted severe the impairment of a body function or damage to a body structure. Patient required emergent open chest surgery to repair a dissected aorta and several days in the surgical ICU. She was fully recovered. (B)(4).